Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump took about one minute to turn on after battery change. Customer's blood glucose was 400 mg/dl. Troubleshooting was performed and insulin pump turned on. Caller was advised to monitor insulin pump. Caller declined troubleshooting for high blood glucose.